Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that a patient presented in-clinic for a right atrial (ra) lead revision procedure. Prior examination of the patient's right atrial (ra) lead notes high capture thresholds and over-sensing of noise. The ra lead was explanted and replaced on(B)(6) 2022. No patient consequences were noted.

Manufacturer narrative:
The reported events of noise and high capture thresholds were confirmed. As received, a partial lead was returned in three pieces. Visual examination found multiple external abrasions breaching the outer insulation and exposing the outer coil at the proximal region of the lead. The cause of the reported events was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.